Event description:
The event is reported as: customer complaint reported surgeon was carrying out a radical nephrectomy when the balloon came partly detached from the rim. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.